Manufacturer narrative:
No patient information available after calls to customer requesting information 07/21/20, 07/22/20, 07/24/20. A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The micro switch was adjusted system calibrations were performed to resolve the reported issue.

Event description:
The hospital reported an error that could result in an inability to switch ventilation modes as expected. There was no report of patient injury.